Event description:
We received a report from a surgery center that a male patient had an intraocular lens explanted due to dislocation. The incision had to be enlarged for the explant. The report indicated that there was no patient injury.

Manufacturer narrative:
(B)(4) - intraocular lens explanted; incision enlarged. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The lens was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fibers, particles and stains) and dry lubricant solution on the lens surface. Surface residuals are compatible with handling the lens out of a sterile environment. Also, both loops (haptics) were distorted. The returned lens condition does not suggest being a manufacturing related issue but related to user error. At the final inspection process lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects including haptic defects and surfaces residuals. Conclusion: no manufacturing related issues for dislocation were identified in the sample returned. All pertinent information available to amo has been submitted.